Event description:
An external medwatch form number 06-0009-2000-016 was received, "ethicon profinate 55 articulating linear stapler misfired. Multiple staples came out in one particular place in colon resection. The surgeon then oversewed the bowel to complete the case."